Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following a successful transcatheter aortic valve implant, good hemodynamics and adequate coronary perfusion were noted. When closing the femoral artery, an electrocardiographic abnormality was detected. A pigtail was used to check anatomy, and the right coronary artery (rca) was not perfused. It was not possible to access the rca by guiding and immediate coronary bridge surgery was performed. Additional information was received that the cause of the coronary obstruction was not known.

Manufacturer narrative:
Updated data: d4. H4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following a successful transcatheter aortic valve implant, good hemodynamics and adequate coronary perfusion were noted. When closing the femoral artery, an electrocardiographic abnormality was detected. A pigtail was used to check anatomy, and the right coronary artery (rca) was not perfused. It was not possible to access the rca by guiding and immediate coronary bridge surgery was performed.